Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer cleaned and greased all contacts on tower latches to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 2.1 main was not opened. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.